Manufacturer narrative:
The actual sheath and dilator were returned to the manufacturing facility for evaluation. Visual inspection of the sheath revealed it was heavily damaged along its length. The sheath was partially collapsed and flattened. A portion of the outer jacket was missing. The dilator revealed no visual anomalies and was able to be inflated to 20 atm for 60 seconds. A review of the device history record of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product/lot combination. There is no evidence that this event was related to a device defect or malfunction. Although the cause of the reported event cannot be definitively determined, the available information indicates that a potential root cause for the incomplete sheath expansion is likely the vasculature restricted its ability to expansion at 20 atm's. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported difficulty withdrawing the solopath device during a procedure. Follow up communication with the user facility confirmed the following information: planned intervention for a portico implant; placement of the arterial sheath with a 6f9, left femoral; a pre-closing device for the right femoral with proglide and introducing the solopath sheath; the solopath sheath would not expand; placement of the 5f-pigtail in aorta ascendens; sounding and passage of the aortic valve with an al1 and emerald straight 150cm; the guidewire was change to an amplatzer super stiff and balloon dilatation with a 22mm true dilatation balloon; several attempts to insert the portico delivery system were not successful due to incomplete expansion and deflating of the solopath; the solopath sheath was not able to be removed and was sticking completely to the vessel wall; tried to set the sheath free with the help of the controlled balloon dilatation in the iliaca over left femoral access; after dilatation the patient showed an acute hypotension with pas 30 mmhg; started the mechanical resuscitation immediately; angio showed rupture of the abdominal aorta; the patient was stable during balloon occlusion of the aorta; to fix the dissection they implanted a 23mm gore aortic extender endoprosthesis from the right femoral access in the aorta with both legs down to the iliaca externa; the bleeding was controlled with a reliant balloon 46mm; transition to vascular surgery; through the right access a portico tavi 29mm was placed with fast pacing 120 bpm and post dilation with 22mm ture dilatation balloon; resulted with good hemodynamic situation and only mild paravalvular leak; they placed a hybrid graft, vortec with viabahn 13mm/10mm silvergradgraft from the iliaca externa to the femoral with support of v.a.c.; the patient was in an unstable hemodynamic situation with an indurated abdomen; they opened the abdomen to decompress, there were no signs of an intraperitoneal bleeding, but the patient showed severe reperfusion instability; and the patient died right after the implantation.